Manufacturer narrative:
(B)(4). Examination of the returned device found the screws are stripped causing separation from the metal base. The root cause is being attributed to device wear from normal use and servicing. The black celcon impactor head component is intended to be replaced after heavy usage and the metal portion to be reused. The device has been subjected to heavy usage and has significant signs of wear. Based on the determination of device wear from normal use and servicing, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
During trialing the femoral impactor broke. The nylon separated from the metal.